Event description:
The customer reported that her blood glucose reached 470 mg/dl a day and a half after the pod was activated. Upon inspection she noticed the cannula was pulled out of the infusion site. The adhesive was wet and she could smell insulin around the site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the product condition. The user reported the cannula had pulled out from the infusion site. This condition would interrupt insulin delivery and contributed to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.